Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. Pre-dilation was performed with a 4.ox15mm non bsc balloon. A 4.00x24mm promus premier stent was selected to treat the lesion. However, it was noted that the stent had accordioned from the proximal marker to the middle of the balloon while attempting to cross the lesion. The procedure was completed with a different device. No patient complications were reported.